Manufacturer narrative:
Analysis was normal. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed which caused intermittent inhibition of pacing on a pacemaker dependent patient. Patient was asymptomatic. Physician opted to perform lead testing by opening the pocket. The setscrew and lead appeared to be normal and no visual anomalies were observed. Physician suspected ICD could be cause and therefore device was explanted and a new device was implanted. Pocket was closed and post patient regaining conscious, pocket was re-opened and lead was explanted and a new lead was implanted. Patient was stable post both procedures.